Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that the customer has been hospitalized multiple times due to high blood glucose levels. Customer's blood glucose levels ranged between 300 to 400 mg/dl. Customer's current blood glucose level was 209 mg/dl. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Replacement product is being sent.